Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the usb cable was physically damaged, and the cable was not connecting to the pump's usb port successfully. The customer used an alternate usb cable and the pump charged successfully. There was no adverse impact to customer¿s blood glucose level.